Manufacturer narrative:
Revision surgery is planned to exchange the poly insert. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery is planned to exchange the poly insert. Reason for revision is unknown at this time.